Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's parent reported "had 2 sets of allergan silicone textured implants,the first set leaked and they became very sick". The device remains implanted.